Event description:
It was reported patient underwent a right knee revision approximately fourteen months post-implantation due to loosening.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01155, 0001825034-2023-01156, and 0001825034-2023-01157. D10 medical devices: oss cemented im stem 11x150 catalog#: 150365 lot#: 851740. Oss non-mod tib plate long 67 catalog#: 150420 lot#: 662850. Oss tibial poly bearing 12mm catalog#: 150410 lot#: 981590. Oss poly tibial bushing catalog#: 150476 lot#: 735100. Oss poly femoral bushings catalog#: 150477 lot#: 412030. Oss poly lock pin catalog#: 150478 lot#: 887350. Oss axle catalog#: 150480 lot#: 576510. Oss reinforced yoke catalog#: 150493 lot#: 737520. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested code: mechanical g4-femur. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is loosening and angulation of the femoral implant of the right knee arthroplasty with implant subsidence. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.